Event description:
Caller reported that insulin gauge displayed a different amount than expected, specifically a fill estimate issue with a current value of 24 units when 85 units were anticipated. There was no adverse impact to the customer's blood glucose level. A new cartridge was loaded, resolving the issue.